Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating the programmer was functioning normally. The ins was checked with clinician programmer and patient programmer issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been able to charge up both sides of their device, but today they got the programmer out for some reason and tried to connect on their right-side implant and kept getting the same message that patient stated means nothing to them. Patient described seeing a picture of a hand holding something with a line going down and an empty box with another line going to something that looks like the remote that the dr uses. Patient stated they don't know what this means. Patient stated no codes present on the screen, just the picture. Patient stated it keeps doing this and stated their charger does not show anything and just charges up their implant. Patient confirmed can charge their implant successfully but stated they are not sure that it is working because of what they are seeing on their programmer. Patient confirmed they have programmer placed on their implant and they are pressing orange check button, then they are getting this screen. Agent had a difficult time following patient when describing icons on their programmer screen and was unable to clarify further. Patient attempted to power off programmer on the call but reported programmer would not power off. Patient stated when trying to turn programmer off they were seeing check/sync screen but stated programmer would not power off. Patient confirmed not holding down power button. Patient stated power button appeared to not be responding. Patient then reported they think it is their "chest" because their left side works. Patient reported they are afraid the right-side implant is not working due to the message they are seeing with the icons as noted above. Patient stated noticed issue with programmer started today but could have been doing this before. Patient stated they would charge their implant, and their implant battery charge is going down and they would charge again and stated the recharger did not show any problem and just noticed this when they tried using programmer today. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace programmer. Patient will try to connect with implant when they get new programmer and will call back if needing further assistance with connecting. The patient was redirected to their healthcare provider to further address the issue if not resolved with replacement programmer. The patient called back reporting they continue to see the same screen icons that they were previously encountering on the new programmer when synching with the right side ins. Patient was able to email a photo of the programmer screen and after consulting with ts, it was determined that the device lost programming and patient will need to follow up with managing hcp to resolve. Ps asked patient if they lost therapeutic effect or had a return of symptoms on the right side and patient said the only change they experienced was that they were irritated on friday but they did not know if this was related to the dbs therapy. They noted they had problems with the ins on the right side in the past and its possible that they are relying more heavily on the left side ins. They might not even notice a difference if the right side was off. Patient was able to charge the right side ins normally, and mentioned that they have both the wireless recharger and the restore recharger and they use both intermittently. Patient will follow up with managing hcp.